Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
It was reported that a valve that had been implanted for 10 years could not be programmed. The valve was explanted on (B)(6) 2015. Upon inspection after explant, it was reported that the valve mechanism had become dislodged in the chamber. There was no adverse patient outcome reported.